Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer communicating with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.